Event description:
In 2003 I had gastric bypass surgery and in (B)(6) 2014 a surgeon at (B)(6) medical center informed that the staples on my pouch had opened up; thus, my pouch and my stomach created a fistula. I was completely unaware of this. On (B)(6) 2006, I had a ventral hernia repair. At that time I had a fascial reapproximation with lateral relaxing incision and a 12 x 12 inch piece of vicryl mesh placed as an overlay. I had complication with this surgery involving a seroma and a wound infection. The surgeon had stated that the vicryl mesh would dissolve. Needless to say, I spent a year on a wound vac and a year later surgery discovered acute and chronic inflammation with hemorrhage and necrosis. In (B)(6) 2012, I was in the hospital with sepsis. I collapsed on the gurney with 104 degree fever and extremely low blood pressure. They had infused me with so many fluids to get my blood pressure up that my legs and feet had ballooned so that I could not wear my shoes. I was in the hospital ICU unit for a week and I was discharged on a friday and my son was getting married saturday. I had to wear flip flops and I was extremely embarrassed. Basically, I was luck to be alive. In (B)(6) 2014 I was hospitalized with sepsis, kidney failure, and acute bronchitis. I was in the hospital (ICU) for a week and when I was discharged I was very weak and I had developed a blood blister on my abdomen. My doctor was not sure what the blood blister came from and I was discharged on a friday even though my abdomen was sore. I ws weak and I had fallen and the blood blister had broken (saturday). I was taken to the hospital by ambulance and underwent emergency surgery twice to clean the dead tissue from my wound. The surgeon told my family it was very serious and it was possible I would not make it. Abdomen was filled with dead tissue. I had a serious bacterial infection known as necrotizing fasciitis. Necrotizing fasciitis is an infection that starts in the tissues just below the skin and spreads along the flat layers of tissue (known a fascial) that separate different layers of soft tissue, such as muscle and fat. My infection was located in my abdominal wall and is fatal in 30-40% of cases. Necrotizing fasciitis is a term that describes a disease condition of rapidly spreading infection, usually located in fascial planes of connective tissue that results in tissue necrosis (dead and damaged tissue). Peritonitis is an inflammation of the peritoneum, the tissue that lines the inner wall of the abdomen and covers and supports most of your abdominal organs. Peritonitis is usually caused by infection from bacteria or fungi. Necrotizing fasciitis is a serious condition that is often associated with sepsis and widespread organ failure. Necrotizing fasciitis refers to a rapidly spreading infection, usually located in fascial planes of connective tissue that results in tissue death (necrosis). Peritonitis can rapidly spread in the blood (sepsis) and to other organs, resulting in multiple organ failure and death. The first symptoms of peritonitis are poor appetite and nausea, and a dull abdominal ache that quickly turns into persistent, severe abdominal pain, which is worsened by any movement. An internal fistula (when an abnormal connection develops between organs that do not usually connect). The surgeon discovered that I had a bowel perforation caused by the vicryl mesh. The contents of the bowel flowed into my abdominal cavity, leading to a variety of problems, including peritonitis. I have an open wound on my abdomen 22 cm wide by 18 cm. The surgeon stated that this was the largest wound he ever dealt with. I was in the hospital for approx. A month and then sent to a nursing home for a month. I had a wound vac on my abdomen. I had other numerous admissions to the hospital during this time. I also was on tpn (this was liquid nutrition) that is intravenously given to me through a pic line. Since the surgery, I continued with episodes of vomiting, headaches, abdominal pain, abdominal deformity, hernia recurrence, infection, inflammation, pain and swelling and frequent sicknesses, and numerous aches and pains. Loose bowels - I was told by a surgeon that because of bowel resection, I will have diarrhea all the time.